Event description:
Customer reports to have received excessive no delivery alarms and believes it was due to infusion sets from same box. Customer resolved issue with complete infusion set change. Customer disposed of infusion sets. Customer's blood glucose was unknown. Customer reports that this was a past event. Customer also reports that tubing cap spun on top of reservoir. Customer was advised that infusion set would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).